Event description:
When going to draw up anesthetic for procedure in a sterile field, physician noticed a foreign object in the 10 ml syringe. This foreign object appeared to be a hair, but that was not confirmed.======================manufacturer response for core biopsy tray - 10ml syringe, medline (per site reporter).======================what was the original intended procedure?thyroid.device #1is this a laboratory device or laboratory test?no.